Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The initial device deployment was distal in the laa. Upon recapture of the device, the patient became hemodynamically unstable. A transesophageal echo (tee) sweep was performed and noted a significant pericardial effusion. The device was fully recaptured, and both the device/delivery system and the was were removed from the patient's body. The procedure was aborted. A pericardial tap was performed and then the patient was sent to cardiac surgery for intervention. During surgery the laa was ligated.